Manufacturer narrative:
If additional information is received, this report will be updated

Event description:
Boston scientific crm received information that a patient was told by a friend of a young boy who passed away due to a lead dislodgement. The patient was concerned with the risk and requested additional information regarding dislodgements. The field representative in that territory was contacted regarding this particular incident and the field representative had no recollection of a young boy in the area with a lead implanted. At this time, we are unable to refute this information without a patient name or a model/serial number. We also have no information if this was even one of our products. No further information is currently available.